Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between a transfer set and patient line of a cassette which resulted in a leak. This occurred during drain two of five of peritoneal dialysis therapy. The leak was further described as "the transfer set is open and there is fluid on the bed". The patient confirmed that they tightened the connection before therapy started. Renal therapy services (rts) advised caregiver to place a cap on the end of the transfer set and to reach out to their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. Continuous ambulatory peritoneal dialysis (capd) would be performed to complete therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.